Event description:
Caller reported aviva blood glucose results: hi, which on the system indicates a result in excess of 600 mg/dl, at 10:19 pm hi at 10:20 pm 368 mg/dl at 10:22 pm 225 mg/dl at 10:23 pm reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.